Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with injection vancomycin 1gm ip (frequency not reported) and injection tazar 4.5gm intravenous (IV) twice a day (bd). At the time of this report, the patient was recovering from the peritonitis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.